Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient's cassette had leakage and a hole in the patient line of the cassette used for the patient¿s therapy. The event occurred during use. It was reported that the patient experienced unspecified "signs and symptoms of potential peritonitis". It was not reported if the patient was hospitalized for the event. The patient was initiated on unspecified antibiotic treatment. Patient outcome and action taken with pd therapy was not reported. It was reported that the patient had been trained on proper aseptic technique. No additional information is available.